Event description:
It was reported that the customer experienced a sharp "pop" sound followed by the cartridge disconnecting unexpectedly without any manipulation. There was no reported adverse impact on the customer's blood glucose level. No additional information was provided.